Event description:
A distributor reported that one of their customers experienced leaking with two disposable administration sets during chemotherapy treatment. The exact location of the leak is unknown. There was no pt injury.